Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient called and stated that their handset was not turning on and they weren't feeling stimulation. The rep directed the patient to only have the handset charger plugged into the adapter and to remove the communicator charger. The patient said the handset screen was still black and had no charging symbol. The rep asked the patient if they had another charging cable that they could try, but the patient disconnected the call. The rep called the patient back, but the patient did not answer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-23 additional information was received from a manufacturer representative. The rep reported that the cause of the patient not feeling stimulation was unknown. The rep repeated the troubleshooting steps that were taken and about how the patient hung up on them. It was unknown if the issue was resolved.